Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution a complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material specifications found that found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states that no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Base on the limited information provided the clinical root cause could not be definitely concluded. The device IFU does note that ¿excessive force should not be placed on the screw, bone, or delivery instruments.¿ the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during an arthroscopy procedure, when the biosure screw was implanted into the femur, it broke. A piece was left inside the patient. The procedure was completed without delay using a back-up device. No other complications were reported.